Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had "autofill failure" error.

Event description:
It was reported by customer that during use, the cardiosave intra-aortic balloon pump (iabp) had "autofill failure" error. There was no injury reported.

Manufacturer narrative:
Corrected fields: e1-initial reprter name. Updated fields: b4, b5, d9, e1-event site email, g1-contact person at mfg site, g3, g6, h2, h3, h6-medical device problem code, type of investigation, investigation findings, investigation conclusion, health effect-impact code, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse could not duplicate. Replaced broken fiber optic sensor cable, tether assembly and tie wrap. Exorcised unit to no fail. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
Corrected fields: e3. Updated fields: b4, d9, g3, g6, h2, h6-health effect-clinical code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse could not duplicate. Replaced broken fiber optic sensor cable, tether assembly and tie wrap. Exorcised unit to no fail. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: assembly, tether cbl assy,fo sensor extension cable tie, 5/16 nylon p-clip parts were received with a reported failure of broken parts found during repair. The fat performed a visual inspection and found the parts to be damaged. Confirmed the reported failure but no root cause can be identified. Retaining the part in the failure analysis and testing department per procedure.